Event description:
The customer complained that the head was drifting.

Manufacturer narrative:
The technician adjusted the CPR cables, which resolved the issue. The bed operates normally. Tech - head of bed drifting down, adjust CPR cables and test.